Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the rv lead leading to inhibition of ventricular pacing from the device. Physician elected to explant the lead and during the procedure physician found cause of the event to be due to twiddler¿s syndrome leading to insulation breach on the lead. No further information available at this time.

Event description:
New information states patient was stable throughout the event.